Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a urology catheter. The customer reports that the balloon of a urology catheter would not deflate. It took the nurse 30 minutes to pull it out. The balloon was pre-tested prior to insertion. The customer stated she had 2 nurses there to help her through removing the catheter, by first injecting additional saline so as to withdraw it all slowly. This worked successfully.

Manufacturer narrative:
Submit date: 02/03/2014. An investigation is currently underway, upon completion the results will be forwarded.